Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat bile stones during a choledochoduodenal anastomosis procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange did not expand even after repeated maneuvers. The stent lock was broken, and the stent was closed. The stent was partially deployed when it was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledochododenoanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat bile stones during a choledochoduodenal anastomosis procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange did not expand even after repeated maneuvers. The stent lock was broken, and the stent was closed. The stent was partially deployed when it was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledochododenoanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the ceramic nose cone was out, the delivery system was broken. The hypotube was out of the handle; therefore, a functional test of the deployment of the stent could not be performed. The axios slider was inspected, and no issues were found. No other issues were noted with the stent and delivery system. Product analysis could not confirm the reported events of stent lock failure to lock and stent first flange failure to expand. The axios slider was inspected without any issues found; and functional deployment testing was unable to be performed due to the condition in which the device was returned. The investigation concluded that the additional observed damages found on the device were due to excessive and careless manipulation. There is not enough evidence to confirm the reported events. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for a choledochododenoanastomosis procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture."